Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to hold a charge and subsequently shut off unexpectedly. There was no reported impact to the customer's blood glucose level. The customer connected the pump to a power source to charge and the pump turned on. Reportedly, at the time of the report the customer was able to charge the pump successfully.